Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 200cc mentor memorygel breast implant, catalog #3502001bc, lot #6774009. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation revision with a 225cc mentor memorygel breast implant and a 200cc mentor memorygel breast implant (sides unknown). Post procedure, severe asymmetry was noted, and confirmed with ultrasound. The nature of the asymmetry is not known at this time, but if information is made available in the future it will be submitted with a supplemental report. As a result, device replacement with a 280cc mentor memoryshape breast implant was performed. (See 1645337-2018-03673 for contralateral prosthesis report).

Manufacturer narrative:
Additional information was received on 8/16/2018. The 225cc mentor memorygel breast implant was on the left side, and the 200cc mentor memorygel breast implant was the right sided prosthesis. The right replacement was a 305cc mentor memoryshape breast implant, and the left replacement was a 280cc mentor memoryshape breast implant. The investigation of the returned product was completed by the failure analysis lab on 8/28/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with a 225cc mentor memorygel breast implant and a 200cc mentor memorygel breast implant. Post procedure, severe asymmetry was noted, and confirmed with ultrasound. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. The product evaluation team¿s visual examination indicated the device appeared intact. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint could not be confirmed since there is no event to compare with. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Manufacturer¿s reference number: (B)(4).